Event description:
It was reported that while in surgery for a device replacement, the physician's handheld computer displayed an error message when trying to program the patient's data. The physician then used a different handheld to successfully program the patient's device. It is possible that the cause of the problem was emi from devices in the operating room, but proper functionality of the handheld cannot be confirmed at this time. Attempts for further information are in progress.